Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered one shock as inappropriate therapy due to the patients bigeminy rhythm. Technical services (ts) was consulted and discussed stored episodes. Ts advised further examination of the device programming options and referred the patient should be further examined by their electrophysiologist. This s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered one shock as inappropriate therapy due to the patients bigeminy rhythm. Technical services (ts) was consulted and discussed stored episodes. Ts advised further examination of the device programming options and referred the patient should be further examined by their electrophysiologist. This s-ICD remains in service. No additional adverse patient effects were reported. This s-ICD was explanted due to a product performance issue. No additional adverse patient effects were reported.